Manufacturer narrative:
¿The event date listed on b3 is reflective of the time zone of the country of the event¿.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Issue occurred with an old pump and technical support advised customer to start using new pump for insulin therapy.